Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip exhibited the knife head was fractured. Event took place at service / maintenance (not in a clinical setting). There was no patient involvement.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the customer¿s allegation "probe broke off" was not confirmed. In addition, device evaluation found: - breakage of the grasping section. Based on the results of the investigation, and since the customer¿s allegation was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the breakage of the grasping section was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.